Event description:
Pt monitored with continuous pulse oximetry using a nellcor max-fast forehead sensor. After several days use, marks on forehead appear to be associated with forehead sensor. MFR's recommendations for use were followed.